Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument produced an incomplete seal. During the event, the surgeon was required to activate the pedals several times before the vse instrument would seal. It was noted that the universal surgical manipulator (usm) would also lock up while trying to toggle the master tool manipulator (mtm). The following information is unknown: the source of the bleeding, the estimated blood loss associated with the bleeding, and what medical intervention (if any) was rendered due to the complication.